Event description:
There was an alleged electricity leakage out of the coagulation area. It was reported to pose a high risk of a secondary hole on the vessel or on the peritoneum. The complainant stated that the pt's stomach had been burnt at the end of the procedure.